Event description:
It was reported that the pt experienced a shocking or jolting sensation, as well as overstimulation. The symptoms occurred during the week of (B)(6) 2011 after the pt met with a MFR rep. It was noted that an overdischarge and physician mode recharge had occurred. After charging to 3/4 full, the pt attempted to turn stimulation on, but saw a power-on-reset (por) message on the pt programmer. The pt did not clear the por message and continued trying to turn stimulation on. After about 15 minutes of pushing the "stim on" button "all of a sudden" the device turned on and the pt felt painful overstimulation. The pt was unable to turn the device off and went to the emergency room where a MFR rep interrogated her device. When interrogated, the clinician programmer showed the device was off. The device was turned back on and the overstimulation stopped. The MFR rep then turned the device back off. On (B)(6) 2011, the pt turned the neurostimulator on and everything was working well. The pt was glad to have therapy back. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).